Event description:
The manufacturer received information alleging a service required code related to low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The foam of the inlet airpath assembly was observed to have peeled off and was blocking the inlet port of the blower.  The device's inlet airpath assembly needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a service required code related to low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The foam of the inlet airpath assembly was observed to have peeled off and was blocking the inlet port of the blower. The device's inlet airpath assembly needs replaced to address the issue. B1, b2 and h1 were not completed in the initial report. They are corrected on this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a service required code related to low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The foam of the inlet airpath assembly was observed to have peeled off and was blocking the inlet port of the blower. The device's inlet airpath assembly needs replaced to address the issue. It was omitted on the previous reports that the patient required to be manually ventilated with a bag-valve mask and required to be placed on a different ventilator.

Manufacturer narrative:
The manufacturer previously reported receivng information alleging a service required code related to low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The foam of the inlet airpath assembly was observed to have peeled off and was blocking the inlet port of the blower. The device's inlet airpath assembly needs replaced to address the issue. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only.